Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 24, pump error 40 or critical pump error noted. The electronic assemblies was inspected and no anomalies noted. The motor was tested outside of device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a multiple pump error alarms. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.